Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that sounded all the time; this condition had the potential to interrupt delivery. This condition was found in the maternity room upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "sound all the time" was confirmed and duplicated by baxter personnel." A qe has reviewed the service evaluation and has determined that service documentation review confirmed the reported problem. The root cause of this condition was determined to be connections loose. The loose connections were reconnected and the electrical continuity was verified per service manual to correct this condition. Should additional information be received a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.